Manufacturer narrative:
H10. Pending investigation. There is no other information provided.

Event description:
It was reported via legal documentation that a patient had a left knee arthroplasty on (B)(6) 2021, and then experienced a revision surgical procedure on (B)(6) 2024, approximately 3 years after initial implant. There was no other patient/medical information provided. No x-rays or images were provided. The device will not be returned. There is no other information available.

Manufacturer narrative:
D4: added catalog number, expiration date, serial number, and UDI. D10: (B)(6); 02-022-45-4040 - truliant tib fit tray cem sz 4f / 4t. (B)(6); 02-020-11-0240 - truliant ps cem fem ps cem left sz 4. (B)(6); 02-012-50-4011 - tru tib aug 1/2 size 4, 5mm. G3: added 510k number. H4: added device manufacture date. H6: corrected health effect - clinical code, component code, type of investigation, investigation findings, and investigation conclusions. Manufacturer narrative updated: the reason for the revision reported cannot be confirmed from the information provided but may be due to prosthesis wear and/or related to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear could not be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.